Manufacturer narrative:
Patient initials: (B)(6).

Event description:
It was reported that it was visualized on the monitor that the plate and the active electrodes were detached;. Doctor completed the procedure and the element that had been detached was removed. No patient injury was reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the screen has been detached with jagged edges on the right electrodes. There are scuff marks present around the spacer as well as a significant amount of scratch marks present on the cap. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and despite detachment of the screen; plasma was created on the remaining electrodes. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object such as a cannula. Other factors that could contribute to the detached screen and jagged electrodes include: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.